Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9176514. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 9176514. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the hub separated from the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg during use. This occurred on 6 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "pet owner reported, needle hub separated. Stated, she could not use the syringes for her pets injection"